Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, on an unknown date. There is no information available from initial implant of the aneurx device. It was reported that a talent converter and three endurant aortic cuffs were implanted to resolve an aneurrx migration and rupture by way of aui femoral femoral bypass procedure. The aneurysm was reported to be 10cm at time of event. The distal migration occurred and travelled 7cm from initial placement. Aortic neck angle was reported as none. Aortic neck diameter at migration was 30 mm. Amount of distal fixation (iliac) was reported to extend to the hypogatrics. Primary cause of the migration was reported to be disease progression. The devices were implanted successfully. Intra-operatively, post implant, the physician observed a type IV endoleak in the sac and a type ii endoleak. No additional clinical sequelae were reported, and the patient is fine. Evaluation summary: the tip was not recaptured into the graft cover, which was back 23mm from the tip. The spindle was fully seated into the sleeve. The slider was retracted 25mm. There was a gap of 5mm between the backend wheel and the rear grip handle. There was a kink in the spindle lumen at 4 mm from the spindle. There was a severe kink on the sheath at 34mm from the edge of the graft cover. The rear grip handle was returned attached in place at the backend. Upon inspection of the rear grip, it was determined that the rear grip was in the incorrect position (~5mm back from the intended home position). Based on the complaint, it was reported that the rear grip fell off during the procedure and was placed back on the screw gear in the incorrect position by the physician. The handle was placed in the right position and set to the locking mechanism but would unlock easily. The handle locking mechanism is the likely cause of this complaint.

Manufacturer narrative:
(B)(4).